Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: the customer reported that there was no additive in tube.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: the customer reported that there was no additive in tube.

Manufacturer narrative:
H6: investigation: no samples or photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected and the customer's indicated failure mode of missing additive was not observed. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.